Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd ser plastipak 3ml ll 40x8 al package was damaged / defective / other. The following information was provided by the initial reporter translated from spanish to english: quality team reported that samples delivered, particularly for the hermeticity test that was performed in duplicate, yielding a result of non-compliance and compliance. Based on this result, we observe that the batch is not homogeneous.

Manufacturer narrative:
Date of event: september 11. Summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Hermeticity tests are carried out on the beginning of the batch and once every shift, and maintenance related to the integrity of the packaging occurs. Packaging is checked for air leakage, holes, and leakage in the sealing area between the paper and the plastic film.

Event description:
Additional information: date of event: september 11.